Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was damage during the explant attempt as the lead exhibited high thresholds. The lead was then surgically abandoned. No adverse patient effects were reported.